Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported the pump and catheter were explanted on (B)(6) 2015 due to infection. The rep discovered this information when it became known to them on 2016-09-07 that the patient was scheduled for a pump implant. A new pump and catheter were scheduled to be implanted on (B)(6) 2016. Patient medical history was indicated to have been asked but unknown. Patient symptoms associated with this event, root cause, and diagnostics performed were unknown at the time of report and the issue was noted to be resolved. Additional information received on 2016-09-09 from the rep stated the infection was reported to them via the hcp. The hcp had looked up notes on the patient to see why they were explanted as the patient was scheduled for a new implant on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.